Manufacturer narrative:
The hospital staff evaluated the device. The reported problem was confirmed. The hospital staff re-performed the self-test and the equipment returned to normal. The cause of the reported problem was due to long period of absence of self-test. The device was operational after the hospital staff re-performed the self-test. The investigation concludes that no further action is required at this time. H3 other text : the hospital evaluated the device.

Event description:
It was reported the device showed an audio failure error during operation inspection. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.